Event description:
Boston scientific received information that this right ventricular (rv) lead was removed from service due to high rate/sense impedance measurements, possibly exceeding 2,000 ohms. No additional information regarding lead function could be obtained and other measurements are not known. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
The physician had elected to replace this chronic lead at the time of the routine device changeout. This rv lead was surgically abandoned. No further information is expected.